Event description:
Pt reported experiencing inaccurate low results with their ot basic meter. Pt's blood glucose was 180 mg/dl on the meter vs. 600 mg/dl from lab result. There is info on the time difference between tests. Pt was taken to the hosp due to shortness of breath. No further info has been reported.